Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was hospitalized on (B)(6) 2017 due to operation last week. It was reported that the blood glucose value was unknown at the time of admission. It was reported that the customer's blood glucose started to go higher. It was reported that the customer was at the hospital for an accute appendice. It was reported that he was disconnected from around 7pm before he was operated. It was reported by customer's spouse that the her husband was given wrong insulin by the hospital staff and her husband's blood glucose remained high. It was reported that the customer was released from the hospital on (B)(6) 2017. It was reported that the significant events leading to admission that the customer had carpel tunnel and was getting anaesthetics. The cause of the hospitalization per health care professional reported as accute appendice. It was reported that the customer's current high blood glucose was 14 mmol/l. It was reported that the customer was not wearing the insulin pump at the time of hospitalization and the nurse had removed the insulin pump for several hours and then put it back and then removed again. The customer's wife wanted to know how to change the basal since her husband was experiencing high blood glucose. It was advised to the customer's wife that to consult with nurse. Troubleshooting was not performed at the time. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.